Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the image was noisy due to failure of the imaging unit. In addition, the breakage of the cable and immersion in the cable were detected. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the image blacked out since flood from the cable destroyed the electronic circuit and temporarily prevented communication between the processor and the camera head. It can be considered that the cable was damaged and flooded by reprocessing and storing the subject device with tweezers, forceps or scalpels. Omsc presumed that the image was poor since the cable was buckling and communication between the processor and the camera head was prevented. The instruction manual has warned of reprocessing and storing the subject device with tweezers, forceps or scalpels.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image blacked out. There was no report of patient injury associated with the event.